Event description:
It was reported that the patient complained of shortness of breath with exercise, but it was not sure how much of the patient's symptoms were related to the device rate response. When the patient did a walk test it revealed a heart rate of 130 beats per minute. The activity response of the device was going to be adjusted. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.